Event description:
Upon receipt of a battery to be used for repair, the field service rep reported that the battery had no voltage. There was no pt involvement.

Manufacturer narrative:
The complaint was confirmed by the field service rep (fsr). The battery to be replaced by the MFR. If add'l info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.